Event description:
It was reported that the zimmer electric dermatome became underpowered during use. Additional clinical follow-up determined that the issue occurred during set up for the procedure and the device was immediately replaced. It was reported that surgery time was not affected and there was no harm to the pt.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 4 years old and has no repair history at zimmer surgical. Analysis of the device determined that it was within calibration specifications at all thickness settings. The motor was determined to operate outside of specifications and also had excessive corrosion on the outside of the casing. Improper handling and lack of preventative maintenance by the user most likely caused the damage to the motor. No information was obtained regarding customer's sterilization practices. However, improper sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.